Event description:
1 implant placed 5/9/96, site #8. Implant failed to integrate and was removed 10/28/96. A bone graft was done at the time of implant placement. Pt is a nonsmoker. One person affected.